Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was below 54 mg/dl. The customer did not know the cause of the low bg level. Low bg was treated by customer consuming carbohydrates. Reportedly, the customer had an alternate pump for insulin therapy available.